Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing impedance measurements after it was pulled out of the header at a procedure to replace the device due to normal battery depletion. It was believed that damage was caused to the lead by pulling it out of the header and a conductor fracture was suspected, but not verified. The lead then exhibited intermittent capture at max outputs. This rv lead was capped and a new lead was successfully implanted. No adverse patient effects were reported.